Manufacturer narrative:
The pump was received with a critical pump error and was unable to download the pump due to a problem isolated to the electronic board. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical error. With an open book image on the display screen. Customer's blood glucose was unknown at the time of incident. No further information was provided.